Event description:
Malfunction alarm was reported by the customer, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller with the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction recurred, which the customer acknowledged and understood.